Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device prompted a "unit failed" message using these CPR-d padz. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The CPR-d padz were returned to zoll medical corporation for evaluation. The customer's report of unit failed in rescue mode was not replicated or confirmed. The CPR-d padz were tested with a test r series device and it displayed CPR puck related alerts which would not prevent the pads from being able to be used in a rescue. The pads were scrapped after testing. Replacement pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.